Manufacturer narrative:
Concomitant medical products: product ID: bi71000222, serial/lot #: unknown, the manufacturer representative (rep) went to the site to test the imaging system. The rep did a 2d shots and 3d spins, and there were not any error messages. There was a kvp signal and it was correct. The kvp value was within the range. The rep asked to site to continue to test the system. It was okay at the beginning until the system reached hu50% and a 3d early termination message appeared on the screen, then they checked the logs and found error 014 as well as on the image acquisition system (ias) application. The rep replace the control board. The rep received generator control board and it was not working properly. They ordered another board and a dongle. They replaced the generator control board but could not get it into the 2d mode. There was a firmware was up to date. They swapped the generator control board. The new board was not compatible with the license. They reset error 047. It gave another error 002. They reset the error 002 and another error message appeared. Since these issue were occurring the rep compared the original board to the new board and found that all of the switches on the board were in the off position on the original board, where they should be on the on position. The rep then put the tabs in the on position and adjusted the ps1 from 5.10v to 5.15v. They were able to complete the system checkout and were able to complete the testing successfully. The system was ready for clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported¿outside of a procedure that the site was unable to expose in 2d. The site stated that they could fluoro for a while and then it would only make a micro-exposure. Accumulated fluoro time and was reached at 1 ¿ minutes, the tube heat indicator was still in the green. Both on the hand and foot switch. Attempting a 3d scan and the site would receive an early termination error. This was discovered during testing with no patient present. Additional information was received stating that the manufacturer representative did 2d shots and 3d spins, and there were not any error messages. The kvp signal was correct. The kvp value was within the range. The site continued testing. It was okay at the beginning until it reached the hu50% and a 3d early termination message appeared on the screen, they checked the logs and found e014 as well as on the image acquisition system (ias) application.